Event description:
The customer obtained lower than expected vitros phyt result from a single proficiency sample run on the vitros 5,1 fs chemistry system ( 6.83 g/ml versus 9.16 g/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phyt patient results had been questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a single proficiency sample run on the vitros 5,1 fs chemistry system. The root cause of the event is two different user errors. The user diluted the proficiency fluid prior to sampling and the user did not calibrate the vitros vitros phyt assay prior to use when the iwf fluid lot changed. The product labeling instructions provide guidance for both scenarios. The sample should have been run undiluted and the phyt assay should have been calibrated when the iwf lot changed. The customer calibrated the vitros phyt lot on the analyzer and the neat proficiency sample was retested producing expected results. There was no evidence to suggest that the vitros 5,1 fs chemistry system or vitros phyt reagent malfunctioned. The root cause of the event is user error.